Event description:
Shock impedance >150 ohms recorded by automatic device testing (B)(6) 2012. The pt was brought into the clinic the same day and a shock impedance >150 was measured for all shock pathways. No other anomalies reported. The physician plans to open the pocket for incision tomorrow. On (B)(6) 2013, additional information was obtained. It was found tha the distal coil had damage on it. Therefore, the lead was explanted. This is all of the available information at this time. If additional information becomes available, this event will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.